Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the airway of the device and has caused kidney stones. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has previously alleged to seeing particles in the airway of the device and has caused kidney stones. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a manufacturer. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings like contamination. Additionally, there were some technical findings like error code. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a pil supplied known good heated tube on the customer¿s humidifier. Pil observed the pil supplied known good heated tube did heat. Box h is updated in this report.